Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2021. Review of transmissions revealed that the pacemaker was in backup vvi mode. The patient was brought to the clinic where the pacemaker was programmed to original settings which resulted in muscle stimulation and twitching of the chest. Further programming change resolved this issue. The patient was in stable condition.